Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Boston scientific technical services provided troubleshooting options, and the rv lead remains in service. No adverse patient effects were reported.